Manufacturer narrative:
The pump passed the displacement test, active current measurement test, sleep current measurement test and self-test. Pump error 23 was noted which was expected. Successfully downloaded history files and traces using thump. Pump error 23 was found in the history files on 03/22/2024 16:26:39.000. Pump error 49 was found in the history files on 03/22/2024 16:25:56.000. Pump error 68 was found in the history files on 03/22/2024 16:25:56.000. P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found physical/moisture damage to the pcba 1 and pcba 2. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Pump error 23, 49 and 68 were not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, pump error 49, pump error 68. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Product return was requested for mmt-1884 and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.